Event description:
The facility representative reported an infuso.r. Pump with a condition of "eos." This condition occurred during programming/setup in the "anesthesia" department. There was no patient injury or medical intervention necessary according to the hospital representative. No patient involvement was reported. No additional information is available.

Manufacturer narrative:
(B)(4). Device evaluation: the condition of an infuso.r. With an "eos" issue confirmed and reproduced during product evaluation. The assignable cause was determined to be a faulty micro-processing unit (mpu) board. The mpu printed circuit board was replaced in order to fix the reported condition. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). The device has been received by baxter personnel, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.